Manufacturer narrative:
Device 1 of 2. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of bent cannula within two infusion set 3 or more hours after insertion from 3/8/2024 - 4/9/2024. The site of insertion was in the abdomen or thigh, which was regularly rotated. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.